Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient had a shocking/jolting sensation at the ins (implantable neurostimulator) site following an ultrasound last week. She stated that ¿she noticed a slight shocking in her pocket following the procedure and was worried¿. She reported the ins was not turned off during the ultrasound. It was reported that impedance testing was performed after the event, but the results were not reported. Additional information was received stating that the ultrasound took place ¿9 or 10 days ago¿. It was reported that the patient was getting good stimulation on the day she met with the manufacturer¿s representative, ¿just an occasional jolting that she had not noticed previously¿. The impedances were ¿fine¿. It was stated that the pulse width was adjusted. The patient was instructed to contact her healthcare provider or the manufacturer representative if the problem persisted.